Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was first programmed off. During an attempt to revise the lead the helix of the lead would not retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.